Event description:
It was reported that there was a hole in the dome.

Manufacturer narrative:
The valve was not patent due to the tear on the delta chamber. All further testing was precluded due to this damage. It is undetermined how or when this damage occurred. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of MFR.